Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had slow performance. The technical support specialist removed netbios settings and usb power management settings to resolve the issue. The customer confirmed issue is resolved, no patient harm reported but there 3 second delay occurred during patient workflows. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer reported that one of device got a delay 3 seconds in between when pressing on any button on the screen. The customer stated that there is no error message on the screen and able to login the station. There were no adverse events or injuries reported based on this event.